Event description:
Ous MDR. Per ous report from the netherlands, "a lead perforation has been reported." Implant/explant and event dates are not available.

Manufacturer narrative:
Ous MDR. The mechanical performance of the lead under complaint was scrutinized. With regard to the perforation as mentioned in the complaint description, the analysis did not show any deviations from the specifications. In particular, the lead's contact pressure per unit area was in specification. The analysis did not reveal any sign of a material or mfg problems.